Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a gastric sleeve procedure, the surgeon made a gastric sleeve with powered echelon and had to do a re-operation because there was much bleeding in the staple line. Another like device was used to complete the procedure. He could not specify if it happened due the stapler or not.

Manufacturer narrative:
(B)(4). Additional information: additional information requested and received: how was the bleeding treated? The patient was re-operated on the day following surgery, and suture was performed in the staple line. What is the current patient status? It was necessary blood transfusion, however, the amount of was not informed. On (B)(6) 2016, the sales rep. Talked with the surgeon again and the patient¿s situation is good. The product won¿t be returned for analysis.